Event description:
"Catheter was completely occluded during aspiration through catheter port, and during pump myelogram attempt, using forceful injection."

Manufacturer narrative:
4/23/1998: g9 - manufacturer report number has been corrected here and in header on page 1.